Event description:
During review of a returned homechoice, a high drain error 104 alarm was identified. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013, during night drain four. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume event was confirmed through an event history log review. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.